Event description:
Boston scientific crm received information that this atrial lead exhibited high out of range impedance measurements of greater than 3000 ohms. The sensing measurements were all within range so the physician elected to leave the lead implanted and programmed the new device at ddd to work around the impedance issues. To date, there have been no adverse patient effects reported. New information was received that this lead was also exhibiting noise along with the high impedance measurements. The lead was explanted and replaced.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary. As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.